Event description:
The pt reported the following blood glucose, carbohydrate intake and insulin bolus history for 6/25: time: 5:18 am; bg (mg/dl): 385; cho (g); bolus (u): 6. On 9.09am; cho (g) 42; 3.5. On 9.16am: bolus:0.80; on 9.17am: bg "high"; bolus: 3. On 10:54: bg: 454; cho: 30, bolus: 10. On 12.31: bolus 12. On 2:39: bolus: 4. On 3:35 pm and 4: 08pm: bg: "high". The device was removed at 8:16 pm in the hospital and the pt was placed on an insulin drip. Her blood glucose was over 600 mg/dl and ketones were high. She was in the hospital for two days and released on (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the pt's hyperglycemia and hospitalization were found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)", if your reading is above 500 mg/dl, the pdm displays 'high check for ketones! This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If let untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death."